Event description:
Boston scientific crm received and reported the following info: "this caller believes that this ventricular lead has microdislodged as threshold and capture has been inconsistent. The caller stated that they had to program the ventricular output to 6.5v @ 1.0ms to ensure capture. A lead revision was performed and the lead was successfully replaced. The pt was upgraded to a bi-ventricular pacing system.

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found.